Event description:
The complainant has reported that a patient underwent a therapeutic colonoscopy procedure for treatment in the sigmoid colon. The resolution clip device would not initially complete the deployment sequence by separating from the catheter. The clinician stated that, the clip did grasp the tissue and therefore, had to be pulled from the bleed site; however, no additional trauma to the bleed site was sustained. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.